Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA#: 9070014. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The review of the mfg records shows that no remarkable incidents occurred. A product eval could not be performed as the stent remains implanted and the delivery system was discarded by the user facility. One electronic x-ray file was provided for eval. The image shows a stent placed in the distal sfa with an inflated balloon inside. The strut pattern indicates that the stent was elongated in its entire length. Based on the image received, the stent length could not be determined. However, taken into consideration that a balloon with a length of 100 mm is displayed in the image, the placed stent has a length of approx 140 mm. Based on the eval of the images, there is no indication that the stent elongated because of a malfunction of the device. The info provided that the proximal marker shifted 2 to 3 cm proximal during deployment indicates that the deployment system was unintentionally moved during the procedure. This might be a potential non product related factor for the reported elongation of the stent. However, a definitive root cause for the reported problem could not be determined. In addition, an unintended movement of the delivery system during deployment may result in a stretched or compressed stent. Furthermore, an excessive compression of the outer catheter during deployment may cause an inaccurate release of the stent. In reviewing the current labeling, we found that these potential factors are addressed in the instructions for use (IFU). The IFU states, "while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum." And "while maintaining a fixed handle position, slide the deployment slide from the distal to proximal end of the handle."

Event description:
It was reported that the stent elongated from the expected 12 cm to 14-15 cm. The stent catheter was placed at the target lesion (sfa), the black catheter sheath was held in front of the sheath during deployment. The physician noticed that the proximal marker had shifted 2 to 3 cm proximally. The procedure was completed with balloon angioplasty, instead of a stent. There was no report of injury to the pt.